Event description:
It was reported that following a laparoscopic sigmoid procedure the anastomose got a leakage on second day. During operation anastomosis was complete and the test was ok. On the second day there was reoperation. They could stop the bleeding with a clip. No further information is available. There were no other reported patient consequences additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.